Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission revealed the insertable cardiac monitor (icm) was post sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.